Manufacturer narrative:
The technician found the cable from the CPR switch disconnected on the power control module. The technician reconnected the cable to repair the bed.

Event description:
Information received indicates when the CPR lever is pressed, the head goes down, but the bed doesn't flatten out and max inflate doesn't come on.